Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced alert 38 indicating a stalled motor and failure to infuse; the alert recurred after a restart and during a dry run while rewinding the pump without an insulin cartridge, and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in association with a failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.